Event description:
On (B)(6) 2025, the end-user experienced hypoglycemia with blood glucose (bg) levels of 27 mg/dl following a supply change performed by a caregiver who neglected to rewind the ilet after replacing the insulin cartridge. The end-user was transported to the hospital by caregiver and treated with intravenous dextrose. They were discharged the same day with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.